Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal-like symptoms secondary to an unspecified pump or catheter malfunction. The patient experienced increased anxiety, dystonia, sleepiness, itching, nausea, dizziness, and auditory and visual hallucinations. The patient also had an increased blood pressure. The device system was used to deliver compounded baclofen (2000 mcg/ml). Additional information has been requested, a follow-up report will be sent if additional information becomes available.